Event description:
Caller reported a malfunction on the pump with malfunction code 16, followed by a recurrence after an attempted reset assisted by technical support. Blood glucose was reported as not exceeding 500 mg/dl, indicating there was no adverse impact on the level. The customer was advised to contact their healthcare provider for guidance on backup insulin therapy. Since the pump was out of warranty, they initially considered obtaining an out-of-warranty loaner pump but later decided to take a break from using the pump, planning to consult with their doctor over the next few weeks. Technical support was set to replace the malfunctioning pump.